Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
The surgeon went to put in the cone body for a restoration modular. When he impacted it the white handle cracked on the cone body inserter. Then he needed to change his version so he used the body stem separator. While he used it he was able to get it to work, but the piece looked bent and he asked it be replaced.

Manufacturer narrative:
An event regarding damage involving a restoration modular separator was reported. The event was confirmed through visual inspection. Method & results: device evaluation and results: visual inspection: examination of the returned device with engineer indicated that the device is damaged due to in service use. Medical records received and evaluation: no medical records were received for review with a clinical consultant device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The surgeon went to put in the cone body for a restoration modular. When he impacted it the white handle cracked on the cone body inserter. Then he needed to change his version so he used the body stem separator. While he used it he was able to get it to work, but the piece looked bent and he asked it be replaced.